Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as it is unknown if the device reprocessing steps were followed in accordance with the instructions for use and no physical damage was noted to the affected area. The event can be detected/prevented by following the instructions for use which state the detection methods in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection and the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the plastic distal end cover. There were no reports of patient involvement.